Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Pre-analytical preparation of the sample is considered to be the most likely cause as the centrifuge settings were found not to be done according to manufacturers recommendations.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for ck-mb stat- the mb isoenzyme of creatine kinase (stat "short turn around time"). The sample initially resulted as 27.24 ng/ml and this value was reported outside of the laboratory. The initial result was questioned by the medical staff. The sample was pulled and repeated, resulting as 5.55 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The ck-mb stat reagent lot number was 18665901, with an expiration date of 10/31/2016. The field service representative determined cleaned the sample probe and then installed a new probe as requested by the customer. He adjusted the liquid level detection voltage. The customer ran controls and patient samples. All controls were within specifications and patient sample results were acceptable.